Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted infusion pump. It was reported the patient's pump had never worked. The patient had 30 or so refills of baclofen and the medication pooled in their abdomen.